Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that capture anomalies were noted on the right ventricular channel of the pulse generator. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.